Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner provisional broke fractured during the procedure. No pieces fell in the patient. All pieces accounted for. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned provisional showed that the device showed signs of usage (nicks, gouges) and was fractured. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Surgical notes were not provided. This complaint is confirmed the reported lot has been in the field for approximately seventeen years and three months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.